Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement resulting in high pacing threshold measurements. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable lead was thoroughly inspected and analyzed. Visual inspection identified twists in the lead body, possibly related to twiddler's syndrome. The lead had a fracture possibly induced during explant. A fracture was observed in the rs- cable. There is a big gap in-between the 2 ends of the fracture and a lot of slack in the cable. Induced damage during explant, likely from pulling on the lead.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement resulting in high pacing threshold measurements. This rv lead was replaced. No additional adverse patient effects were reported.